Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient visited emergency room and eventually hospitalised due to dka (diabetes ketoacidosis) on (B)(6) 2024 and the patient was treated with bolus via pump. No further information available.